Event description:
It was reported that the patient of this pacemaker visited the emergency room (ER) due to bradycardia symptoms. The device was interrogated, and it was discovered that the right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. The health care professional (hcp) called technical services (ts) to review the stored data. Upon review of the presenting electrogram (egm), loc on the rv lead was confirmed, and right atrial auto threshold (raat) test was observed to have been suspended due to high pacing thresholds. At this time, the rv lead remains in service. No additional adverse patient effects were reported.